Event description:
The manufacturer received information that a trilogy evo failed during pre-testing for active exhalation verification pilot reading. There was no patient involvement, and no harm or injury reported. It was reported the unit's pilot difference was outside of acceptable limits during the active exhalation portion of the system setup pre-test. The field service engineer (fse) replaced the faulty proportional valve (aecm) and 3-way solenoid valve, then performed testing again. The system final test and performance verification were completed successfully. The unit is ready for use and has been returned to the customer.

Manufacturer narrative:
The reported failure of trilogy evo active exhalation valves is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.